Event description:
Complainant is mother of daughter who experienced toxic shock syndrome (tss), associated with playtex gentle glide super absorbency scented tampons. Diarrhea 1 day, vomiting 1 day, other metabolic 8 days.